Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). On 25 april 2024, it was reported that infusion set tubing detachment. No further information available.